Event description:
A malfunction code labeled as "malf 12" was reported, but it did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). Technical support provided information on how to reset the pump and assisted the customer with the reset procedure. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump while being instructed to call back if the issue recurs.